Event description:
After taking out my ortho-k crt nighttime contacts, I used the alcon brand clear care 3% hydrogen peroxide cleaner to clean my contacts. As I was squeezing the solution into the case, there was a flea or cockroach-like insect that came out of the nozzle and into my case. I was disgusted and immediately discarded the bug. This is absolutely disgusting and unacceptable. My vision prescription is -9.0 with astigmatism and that's why I wear hard contacts. It is vital to maintain cleanliness of hard contacts due to the rewearable nature of these contacts (1 year).